Event description:
Caller states during a correlation study, the following coaguchek s/ comparison lab results were obtained on the same patient: 5.8 inr/4.4 inr; >8.0 inr/5.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips unavailable for return. Replacement sent.